Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Device evaluation by manufacturer: a 13 month complaint history review and service history review for similar complaints was performed on 19-may-2018 for g8 instrument with serial number (B)(4). The search was conducted from (B)(6) 2017 through aware date (B)(6) 2018 and did not find any similar complaints during the searched period. The g8 operator's manual under chapter 6, troubling shooting, section 6.2 general system failures, states the following: some samples cannot be assayed. - is the query mode set? Referring to "chapter 4 section 4.13: data communication setting", confirm query key status. Samples are skipped when using a query mode if the test request from the host computer is not directed. If the bar code affixed to the sample is not properly read, the sample will be skipped when err.skip is set (highlighted) on the bcr screen. See "chapter 4 section 4.19: bar code reader setting and reading check". Contact the technical support when successive samples are not detected. Chapter 4 screen operations: a 4.19 bar code reader setting and reading check. Key functions. Err.skip: skips unreadable bar-coded samples during an assay (highlighted when pressed). The most probable cause of misread on the barcode was due to operator error-failure to turn on err-skip in barcode reader settings.

Event description:
A customer reported that the barcode reader (bcr) misidentified a sample result on the g8 instrument. The correct ID was 00004 with a hba1c result of 5.5%. Another sample was identified as 0004-01 with a hba1c result of 9.3%. The incorrect result was transmitted to the laboratory information system (lis), but the customer recognized the erroneous results due to the difference in the ID 00004 sample results. The incorrect result was not reported. Technical support (tss) troubleshooted with the customer and found that they had not turned on the err.skip in the bcr settings. This caused the instrument to assign a rack and position number and could not read the barcode. The customer turned on the err.skip in the bcr settings. There were no further issues reported. The misread label could have resulted in discrepant hemoglobin a1c (hba1c) results. There is no indication of any patient intervention or adverse health consequences as a result of the event.